Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative interrogated the device prior to use, it was noticed to have a gray battery longevity status bar. One week later the device was interrogated again, and while the battery voltage had increased the gray battery longevity status bar remained. The device was implanted and remains in use. No patient complications have been reported as a result of this event.